Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst indicated that the lead helix was able to be extended and retracted and turned within specification.

Event description:
It was reported that during implant of the right atrial (ra) lead, the helix would not extend. Attempts to extend the helix were made both in and out of the body but were unsuccessful. The lead was attempted but not used and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.